Event description:
It was reported that the patient underwent a transplant on (B)(6) 2022. The device was not returned for evaluation and no additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported transplant could not be determined. Furthermore, a correlation between the device and the event(s) that prompted the transplant could not conclusively be determined through this evaluation. It was reported that the patient underwent a transplant on (B)(6) 2022. Privacy laws reportedly prohibit the customer from providing additional information regarding the case. The device was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.